Event description:
It was reported that during a paf (paroxysmal a-fib) procedure, ra was imaged and transseptal puncture was conducted as usual after the catheters were placed. Ablation was done for pvi, around the svc and in the cti. While line of block was made in the cti (in the ra) at the end of the procedure, it was noticed that the patient's blood pressure began to decrease so the procedure was stopped. Cardiac tamponade was confirmed by echo. After the fluid was drained and medication was administrated, the blood pressure and the patient's condition became stabilized. At the time the event was reported, the patient was sent to the ccu (critical care unit). According to the physician, the impedance of the ez steer catheter was not changed drastically during ablation and there was no issue felt during manipulation. It was not determined at what point the cardiac tamponade occurred.

Manufacturer narrative:
The product will not be returned for analysis. Concomitant products (non bwi devices): sac catheter - (B)(4) life line, catalog and lot #: unknown; 5f short sheath (map catheter) /(B)(4) life line, catalog and lot #: unknown; 8f sl0 (libero/ (B)(4) life line) catalog and lot #: unknown; lamp90 (lasso) catalog and lot #: unknown. (B)(4).